Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.4, d.6b, h.4, h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on anterior, crease fold, wear abrasion, and yellow biological tissue in the shell. Leak test and microscopic analysis was performed which identified: a crease smooth opening on anterior and two crease sharp openings on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening. Two crease sharp openings on posterior assessed as fold flaw opening.

Event description:
The device has been explanted.